Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) from surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The pmsc was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 307 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmsc was installed onto a golden system, upon power on, the pmsc was not present on the laptop app. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to electrical issues resulted from a faulty video branch (vbr) board located within the pmsc. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced a repeated error 307. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one of the eyes on the console was out, but has already been replaced. We have a dual console, so he was able to do the case just fine with the affected console off.